Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 180 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. When removed from the infusion site, the pod's cannula was found bent. The patient also reported the pink slide insert did not move forward despite the cannula being deployed indicating that there was a needle mechanism failure. As treatment the patient removed the pod.